Manufacturer narrative:
Records indicate this lead remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the heart wall. The day after implant a pericardiocentesis was performed and the operation report did show there was damage to the right ventricle. At the initial implanted the lead had to be repositioned. It was suspected the perforation occurred at the initial lead location as there were r-waves of 2 millivolts however no capture. The lead was left in the second location with acceptable measurements. No additional adverse patient effects were reported.